Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that a patient newly started on the ilet experienced dropping blood glucose with a transient sensor disconnection, confirmed a fingerstick of 79 mg/dl, self-treated with oral glucose, and later observed sensor data resume with glucose at 93 mg/dl. Symptoms included hypoglycemia. Outcomes included resolution of low glucose after oral treatment without hospitalization. Investigation included troubleshooting and education regarding potential causes of low glucose and transient sensor disconnection, and advising ongoing monitoring. Investigation of this case revealed that the cause of hypoglycemia and the brief sensor data interruption was unclear, with no device malfunction confirmed. It was concluded, based on previously established findings for similar reports, that the cause was inconclusive. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.